Event description:
The patient turned her stimulation off a few weeks ago due to her therapy not working properly. She just turned the stimulation back on but received an error with the programmer. The programmer's battery considerations were reviewed which resolved the programmer's issue. Additional information has been requested.

Manufacturer narrative:
Lead: model 3889-28, lot# v249003, implanted: (B)(6) 2009, explanted: na. Programmer: model 3037, serial# (B)(4).